Manufacturer narrative:
F6: date of event: 05/05/1998.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure deployment difficulty was encountered. The stent delivery system appeared to lengthen and could not be deflated. The stent delivery system was removed into the guiding catheter partially inflated. The stent did not appear to be apposed distally. Post dilatation successfully deployed the stent. Reportedly no pt injury was associated with this event.